Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin when filling cartridges. Customer continued using same cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.